Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the ipg was explanted due to an infection at the implant site. Symptom of infection was redness. The infection was not device related. It was believed that the redness was due to a very superficial placement of the ipg. The patient was prescribed antibiotics. The patient was doing well postoperatively.